Manufacturer narrative:
The previously reported serial number: (B)(4) was incorrect; the correct serial number is (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic after high out of range lead impedance was noted via merlin.net. Upon interrogation of the device, the lead was found to have high out of range unipolar pacing impedance. Programming changes were made. Patient was in stable condition before, during, and after clinic visit. Lead revision was discussed.